Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the screw driver came apart before the procedure and was successfully put together again before the knife was put to skin. There was no disruption to the procedure. This report is for one (1) threaded holding sleeve for polyaxial screws. This is report 1 of 1 for (B)(4). This report is linked to (B)(4).